Event description:
Procedure type: appendectomy. According to the reporter: one day post operatively, bleeding was noticed and the patient was re-operated. Once the patient was opened, it was found that the clip used on the appendicular artery was partially open. Suture was used to correct the condition and complete the procedure. The patient has recovered and has been released from the hospital.